Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated, using two different wands to connect. Technical services (ts) asked if the device had any response to the magnet, but the bsc representative was unable to perform the troubleshooting step due to the physician declining and moving the patient out of the clinic. This crt-p remains in service. No adverse patient effects were reported.